Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a 2.5" long section on one side of the distal end of the instrument main tube with material removed. The damaged section appears to consist of tube abrasions and deep scratches, with the tube abrasions parallel to the main tube. Based on the location and appearance, the tube abrasion damage was most likely caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. There are also various scratch marks that are not aligned with the tube axis in the same location as the abrasions. The wear pattern of the deep scratches suggests that the damage was most likely caused by instrument collisions and/or rough handling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s surgical procedure, the coating of the cobra grasper instrument was rubbing off and nothing fell into the patient. No patient harm, adverse outcome or injury was reported.